Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose level was 159 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.